Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer on 2019-oct-09 regarding a patient who was receiving clonidine, morphine, and bupivacaine via an implantable pump for non-malignant pain. The drug concentrations and dose rates of all three pump medications at the time of the report were unknown. It was reported that the patient needed magnetic resonance imaging (MRI) because he was experiencing extreme back and neck pain which was the reason for the device. The procedure was due to a problem with the device or therapy. It was noted that the pump had not really ever masked his pain since implant ((B)(6) 2014) and his healthcare provider¿s had been slowly increasing his meds to help with this pain, but he still hasn't "gotten there yet." Additional information was received from a consumer on 2020-apr-29. The patient was having an MRI for severe back and neck pain because over the last year and half the pain had gotten worse, and painful like an electrical shock to his whole system and mid-section. The date of event was described as having been (B)(6) 2018 (specific year known only). They were questioning whether an open MRI could be performed because the patient could not be in a close area. It was noted that the patient waited a long time for the MRI test to be approved and now he cannot have the test. Physician listings were provided as requested, as the patient needed an hcp in their area for pump replacement. Further information was later received via the consumer on 2020-apr-29. It was indicated that the patient had seen an hcp in (B)(6) of 2020 (specific month and year known only) and they found out the patient had a granuloma at the end of the tip of the catheter. It was further noted that the patient would need pump replacement in (B)(6) of 2020. The pump was noted as currently administering clonidine, marcaine, and bupivacaine. Drug concentrations and dose rates of all three medications were unknown. No further patient complications have been reported as a result of this event.